Event description:
Customer reported hearing arcing sounds. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased x-ray tube connections. System operates as intended.